Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on 11-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. 893020) inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. 893020) inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-oct-2018. The most recent information was received on 18-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('permanent abdominal pain') in a female patient who had essure (batch no. 893020) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient experienced myalgia ("permanent muscle pain"), 3 days after insertion of essure. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and myalgia had not resolved. The reporter provided no causality assessment for abdominal pain and myalgia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-mar-2020: event permanent muscle pain added and events outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-oct-2018. The most recent information was received on 25-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('permanent abdominal pain') in a female patient who had essure (batch no. 893020) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced myalgia ("permanent muscle pain"), 3 days after insertion of essure. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and myalgia had not resolved. The reporter provided no causality assessment for abdominal pain and myalgia with essure. Lot number: 893020, manufacturing date: 2011-08, expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.